Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 50mm in length and extended from a position 6mm distal of the proximal markerband to 42 mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink 395mm distally from the distal end of the strain relief. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target was lesion severely calcified and that the balloon ruptured on the sixth inflation at 18 atmospheres for 2 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target was lesion severely calcified and that the balloon ruptured on the sixth inflation at 18 atmospheres for 2 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.